Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article: ponte osteotomies with pedicle screw instrumentation in the treatment of adolescent idiopathic scoliosis. Suken a. Shah, mda,*, arjun a. Dhawale, mda, jon e. Oda, mdb, petya yorgova, msa, geraldine I. Neiss, phda, laurens holmes, jr., phd, drpha, peter g. Gabos, mda. Received 24 may 2012; revised 12 march 2013; accepted 15 march 2013. N=1: screw loosening.